Manufacturer narrative:
A review of the following: dimensional verification, review of compliant history, review of device history record, review of quality control, visual inspection. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. One stone extractor was returned for investigation. A visual examination noted the basket sheath was bent 5mm from the distal tip and again at 36 cm from the distal tip, also a kink was noted at 98.5 cm from the distal tip. The support sheath was found to be completely separated. Wires from the braided basket sheath are visible 1 mm from the nose of the mlla/tubing. A kink in the wire was observed 1.3 cm from where the support sheath is separated. A review of the non-conformance data revealed 1 non-conformance which was not related to the complaint condition. Based on the provided information a definitive root cause cannot be established or reported at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported by the user facility that a patient underwent a trans-urethral lithotripsy procedure using ncircle tipless stone extractor. The attending physician indicated that the basket got damaged. No unintended sections of the device remain inside the patient¿s body nor did the patient experience any additional procedures or adverse effects due to this occurrence. No further information was provided.